Event description:
The pt complained of severe cramping during a routine hemodialysis treatment, and was given a 600cc normal saline bolus. The cramping stopped and treatment was discontinued. Upon removal of the cartridge, the operator reported observing a fluid leak from the cartridge. No add'l medical intervention was required.

Manufacturer narrative:
The cartridge was discarded and not returned for evaluation. The reported leak cannot be confirmed. The user's guide states that the nxstage cycler may not sense slow fluid leaks resulting from loose connections, faulty components, or other potential causes. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved. Review of the pressure profiles from the treatment data log file indicate normal system operation and do not support the report of a significant leak. Event was reviewed with facility staff who reported that the pt's dry weight fluctuates a lot. This may have contributed to cramping symptoms. Exact cause of reported problem cannot be determined. Nxstage medical considers this report closed. No add'l information will be provided.